Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ping meter is missing results from the memory. The complaint was classified based on the customer care advocate (cca) documentation. According to the reporter, the subject meter has been omitting the patient¿s results on (B)(6) 2014. Out of the 68 results in the memory, 59 were very high. The reporter felt that the due to the missing results, her son¿s blood glucose readings are running very high for the last few weeks. The patient reportedly developed symptoms described as ¿very thirsty and tired¿ at the time of concern. Based on the elevated blood glucose readings, the patient reportedly increased his insulin dose manually. The memory issue was not resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while he managed his diabetes with the lfs products.

Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014). The patient¿s meter has been returned on 4/22/2014 and evaluated by lifescan product analysis on 4/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.